Manufacturer narrative:
B3:event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) called with the patient present regarding the recharger, stating that it is taking a long time to find the patient's device, and that the box is heating up when charging. Patient's recharger is heating up when charging and taking a while to connect. This has been going on since january. Technical services (tss) sent request to repair to replace the recharger. No symptoms were reported.